Event description:
Pt seen at office and found to have nonsensing and questionable capture of pacing system. Pacemaker changed from vvi to vod to eliminate pauses on 12/6/94. Lead believed to be defective. Pt underwent replacement on 12/8/94. Defective lead capped and left implanted. New implant: medtronic #4024, laj135255v and #8424, 2p1032522h.